Event description:
It was reported that the pt's pump was explanted due to infection. No pt outcome was reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The pump and catheter were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.